Manufacturer narrative:
Date sent to FDA: 09/15/2020.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2018 and mesh was implanted. It was reported that patient had a previous hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient experienced severe pain, inflammation and hernia recurrence. Other procedure was captured in separate files. No additional information is provided.